Event description:
It was reported that patient effusion and it was treated with puncture.

Manufacturer narrative:
The affected genesis ii cmt tibial baseplate, legion ps oxinium femoral component and legion ps high flexion articular insert were not returned for evaluation. Our investigation including a review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. The devices were manufactured in 2017 and 2018. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A clinical evaluation noted that without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened